Event description:
Patient was implanted with tibial nail (B)(6) 2012 for tibail shaft fracture. Patient returned to or with operative site septic arthritis infection on (B)(6) 2012. Surgeon performed an arthroscopic lavage as treatment plan. No hardware was removed. This is 3 of 4 reports for this event.

Manufacturer narrative:
DHR was reviewed with no complaint related anomalies noted. The investigation could not be completed; no conclusion could be drawn, as no product was received.